Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 09-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstruations") in a (B)(6) female patient who had essure (batch no. D35372) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), polymenorrhoea ("short menstruations cycle"), gastrointestinal pain ("intestinal pain"), abdominal distension ("swollen belly"), myalgia ("muscular pain on the shoulders and on the legs"), tendonitis ("recurrent tendonitis"), visual acuity reduced ("decrease of visual acuity"), dysgeusia ("loss of taste (constant ferrous taste)"), ageusia ("loss of taste (constant ferrous taste)"), hypoaesthesia ("numbness of the hands"), fatigue ("fatigue, constant exhaustion"), dyspnoea ("breathlessness") and dry skin ("skin dryness") and was found to have weight increased ("intake of weight"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. In (B)(6) 2018, the menorrhagia, polymenorrhoea, gastrointestinal pain, abdominal distension, myalgia, tendonitis, visual acuity reduced, dysgeusia, ageusia, hypoaesthesia, fatigue, dyspnoea, weight increased and dry skin had resolved. The reporter provided no causality assessment for abdominal distension, ageusia, dry skin, dysgeusia, dyspnoea, fatigue, gastrointestinal pain, hypoaesthesia, menorrhagia, myalgia, polymenorrhoea, tendonitis, visual acuity reduced and weight increased with essure. The reporter commented: patient experienced adverse events from (B)(6) 2016 to (B)(6) 2018. Further company follow-up with the regulatory authority is not possible. We received a lot number and returned sample in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 09-jan-2019. The most recent information was received on 14-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstruations") in a 34-year-old female patient who had essure (batch no. D35372) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), polymenorrhoea ("short menstruations cycle"), gastrointestinal pain ("intestinal pain"), abdominal distension ("swollen belly"), myalgia ("muscular pain on the shoulders and on the legs"), tendonitis ("recurrent tendonitis"), visual acuity reduced ("decrease of visual acuity"), dysgeusia ("loss of taste (constant ferrous taste)"), ageusia ("loss of taste (constant ferrous taste)"), hypoaesthesia ("numbness of the hands"), fatigue ("fatigue, contant exhaustion"), dyspnoea ("breathlessness") and dry skin ("skin dryness") and was found to have weight increased ("intake of weight"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. In (B)(6) 2018, the menorrhagia, polymenorrhoea, gastrointestinal pain, abdominal distension, myalgia, tendonitis, visual acuity reduced, dysgeusia, ageusia, hypoaesthesia, fatigue, dyspnoea, weight increased and dry skin had resolved. The reporter provided no causality assessment for abdominal distension, ageusia, dry skin, dysgeusia, dyspnoea, fatigue, gastrointestinal pain, hypoaesthesia, menorrhagia, myalgia, polymenorrhoea, tendonitis, visual acuity reduced and weight increased with essure. The reporter commented: patient experienced adverse events from (B)(6) 2016 to (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-mar-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.